Manufacturer narrative:
Product ID 8578, lot# 0206920382, serial# (B)(4), product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Event description:
It was reported that the while the patient¿s pump was being replaced due to battery depletion, end of life (eol), the catheter pump connector was damaged when the health care provider (hcp) attempted to attach it to the pump. The hcp was attempting to use the connector on a replacement pump, and when he tried to push the connector on, it broke at the metal pump end, which appeared to be a ¿crush result¿. The hcp stated it ¿had not felt right¿ when it was going on. A new connector was attached and implanted successfully. It was reported there was no patient injury and the patient outcome was re ported as recovered without sequelae.

Manufacturer narrative:
Analysis of catheter serial #(B)(4), revealed a tear in the seal near the guide ring of the sutureless connector. Analysis revealed that difficulty with the sutureless connector led to the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.